Manufacturer narrative:
Concomitant medical products: dtma1d4 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low amplitude r-waves that were noted to be consistent with historical measurements. Additionally, it was noted that there was no rv lead capture. The rv lead remains in use. No patient complications have been reported as a result of this event.